Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and a change sensor alert. Customer stated that the sensor was expired and she had a threshold suspend alarm. Customer also had a calibration error alert. Customer's current blood glucose level was 237 mg/dl and sensor glucose value was 53. Difference between readings was not within an acceptable range. Customer stated that the cannula was not bent when removed. Customer stated that she has noticed bent cannulas on a previous sensor and it might have been from the same lot. Customer was advised to remove and change out the sensor. Sensor will not be replaced as it is expired.